Event description:
The user facility reported that the physician performed an endobronchial ultrasound (ebus) procedure on a pt that was intubated. The endoscope was inserted through an unidentified endotracheal tube (ett) and the endoscope had to be removed more than once during the procedure. The ebus balloon was found missing when the physician removed the endoscope from the pt. The users checked around the pt, the stretcher and floor but the balloon was not found. The pt was immediately re-examined but no balloon was found inside the pt's lungs. The physician ordered a CT-scan on the pt to make sure that the balloon was not wedged in a small airway. The result of the CT scan is unk. The current condition of the pt is unk.

Manufacturer narrative:
The device was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined; however, if add'l and relevant info becomes available at a later time this report will be supplemented. A review of the DHR was performed and there was no problem found during the mfg process of the device.